Event description:
On 07/13/1999, the physician was performing a colonoscopy procedure on a pt, because she had complained of a swollen stomach. During the procedure, the pt began to complain of discomfort in the abdominal area. The physician was concerned that the light source may have over insufflated the pt during the procedure. After the procedure was completed, the pt was taken to radiology for x-rays and was found to be over insufflated. The pt began to pass gas naturally and no pt injury occurred. The procedure was performed on an outpatient basis; the pt left the hosp that day and did not have any reported problems. Following the 07/13/1999 procedure, the physician was performing a sigmoidoscopy on a different pt; the date of this procedure is unk. During this procedure the physician felt the unit insufflated the patient very quickly. No pt discomfort or injury occurred.